Event description:
Th engineer reviewed data logs and found that purge pressure high alarms occurred on impella rp flex soon after arrival of the unit from the cardiac catheterization lab. After troubleshooting the line for any kinks, the cassette was changed by the nurse. The problem was not resolved. Tissue plasminogen activator (tpa) protocol was begun. Purge flows and pressure with slow improvement. Care was withdrawn and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product was returned. There were small spikes in motor current and placement signal right before the hpp and also during the event. Flows became saturated. The high purge pressure lasts for about 13 hours. Tpa protocol was started and the clinical stated it slowly resolved. The purge pressure remained stable for the rest of the duration of the case. The root cause of the high purge pressure is most likely due to biomaterial. The instructions for use for the impella rp with smartassist system states the following: section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned. There were small spikes in motor current and placement signal right before the hpp and also during the event. Flows became saturated. The high purge pressure lasts for about 13 hours. Tpa protocol was started and the clinical stated it slowly resolved. The purge pressure remained stable for the rest of the duration of the case. The root cause of the high purge pressure is most likely due to biomaterial. Additionally, 19 hours in the placement signal started to drift upwards with the flow drifted downwards. The drift lasted for 59 hours before the placement signal went out. Alarm 1052 was triggered as well indicating the dp sensor was out of range. The root cause of the placement signal issue is due to dp sensor drift. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Us complainant reported the patient was on impella rp support. While on support, nurse reported ongoing placement signal not reliable alarms.